Manufacturer narrative:
The date returned to manufacturer was documented as may 4, 2017 in the initial report. It has been updated as may 30, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the oscillating head was broken and was missing parts; and the tension screw plate was falling down. It was further determined that the device failed the following pre-tests: check saw blade coupling, check saw head ratchet, trigger test and check oscillation frequency. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to construction/design issues the issue with the tension screw plate falling down is being addressed in CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from france that during an unspecified surgical procedure, it was discovered that the battery oscillator device saw blade was blocked. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.